Event description:
It was reported to philips that the allura emergency stop activated, restart to continue. The device was inside clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem occurred after putting an overweight patient to the table, causing the table brake to be unadjusted. The fse reviewed the error logs and found error related to geometry calibration. The fse calibrated the bodyguards and mechanical movements of the table. After calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and describe event or problem were corrected.

Event description:
It was reported to philips that the allura device would, intermittently, not display live image. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.